Manufacturer narrative:
The device was not returned for eval. We are unable to determine if any malfunction or other product conditional could have contributed to the reported event. Qualification records for the product lot were reviewed and all acceptance criteria were met. The omnipod user's guide warns that, "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia)," and "if your reading is above 500 mg/dl, the pdm displays "high check for ketones!" This indicates severe hyperglycemia (high blood glucose)." To treat hyperglycemia it advises "if your blood glucose is 250 mg/dl or above check for ketones. If ketones are present, follow your healthcare provider's guidelines. If ketones are not present, take a correction bolus as prescribed by your healthcare provider. Check blood glucose again after 2 hours. If blood glucose levels have not decreased, take a second bolus by injection, using a sterile syringe. If you feel nauseated at any point, check for ketones and call your healthcare provider immediately. If blood glucose remains high after another 2 hours (a total of 4 hours), replace the pod. Use a new vial of insulin to fill the replaced the pod. Then contact your healthcare provider for guidance."

Event description:
Pt reports that he activated the device on (B)(6) 2011 at 8:13 am and at 9:18 am his blood glucose was 352 mg/dl, so he administered a 4.10 unit bolus dose of insulin. At 10:54 am, his bg had lowered to 211 mg/dl and he ate 61 grams of carbohydrate so he took an additional bolus of 10.8 units. After this time, there is a 12-hour gap in the pt's recorded treatment history, during which he states he was very sick and vomiting. At 10:22 pm he recorded a bg of "high" (> 500 mg/dl) and bolused 20.1 units. When his bg remained "high" at 11:34 he started giving himself insulin by manual injections. Despite an estimated 100 units taken by 3 injections, his bg remained "high" at 3:01 am on (B)(6), so he went to the hospital. No details of diagnosis or treatment was reported, but his bg had returned to normal range (142 mg/dl) by 6:21 am. The pt was still wearing the device at the time of the call on (B)(6), but checked the cannula and it looked fine, there was no blood visible in the viewing window, the site was not moist, and he didn't smell insulin.